Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported iop spikes at post op day one after cataract surgery with an intraocular lens (iol) implant. A paracentesis was performed to lower the iop. Additional information was requested.

Manufacturer narrative:
The customer indicated the use of an unspecified cartridge and an unspecified handpiece with viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).